Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was shooting insulin out of cannula during the prime process. Customer stated that insulin pump had slower during rewind. Customer stated that the insulin pump to be using more insulin than they used. No harm requiring medical intervention was reported. The device will no be returned for analysis.